Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump had scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer stated the motor error occurred during rewind. It was stated the customer had some motor error alarms in the history. The insulin pump will be returned for analysis.